Manufacturer narrative:
(B)(4)

Event description:
It was reported that a physician's tablet would not turn on even after being charged overnight with the charging indicator light on. A forced re-boot was performed and the issue didn't resolve. The programmer was received by the manufacturer for analysis which was completed 08/29/2016. The tablet was able to power on and off with no observed anomalies. The tablet's main battery was fully recharged successfully using the power supply adapter. During the analysis, it was identified that the usb port was damaged as the tab designed to provide mechanical support for a reliable electrical connection was broken. The damage to the port created a loose connection with the usb cable that can lead to communication issues, due to a potential intermittent electrical connection between the port and cable. No other anomalies were identified.